Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer blood glucose (bg) was in the 40's (mg/dl). The customer declined to provide information and reported that low bg event had been addressed.